Event description:
It was reported that noise, oversensing and decreased impedance were observed on the lead. The lead was explanted and replaced. It was later determined the patient had died at home approximately 3 weeks later. No autopsy was performed. The patient was not pacemaker dependent and the last clinic visit had been (B)(6) 2010. The cause of death has been requested and not received. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) all insulators bilumen tubing voids; the full lead was returned for analysis. The distal conductor was distorted. The inner tubing was kinked/buckled. The outer tubing had cosmetic environmental stress cracking and the outer insulation had cosmetic depressions. There was a deformation/fracture in the 5 cm proximal section of the inner coil.

Event description:
It was reported that noise, oversensing and decreased impedance were observed on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.